Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It also had a with cracked case at the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer's blood glucose value was 166 mg/dl. It was stated that the insulin pump was exposed to moisture as the customer was exercising with it. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.